Event description:
It was reported the patient's posterior capsule tore prior to insertion of the intraocular lens necessitating a vitrectomy. The surgeon decided to place the lens in the sulcus but it didn't go in correctly. During manipulation of the lens it flipped and disappeared in the eye. The patient was referred to a retinal specialist, lens was removed 3 days post-operative.

Manufacturer narrative:
The intraocular lens (iol) was scrapped after explant and not returned to the manufacturer for analysis. The capsule tear occurred prior to insertion of the iol into the patient's eye. This model iol is labeled for placement in the patient's capsular bag and is not intended for placement in the sulcus. The lens met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is provided in this report. Scrapped after explant.